Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture with no asystole. The lead was thought to have been fractured for a long time. A fluoroscopy showed the supposed lead fracture. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.